Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had multiple pump errors. The customer stated that they were able to clear the alarm but was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and pump error 43 alarm found on jan 04, 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected pump error 43 alarm and occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 01/04/2022 23:57:53.000, 01/05/2022 03:11:00.000, 01/05/2022 03:11:54.000 and 01/05/2022 05:31:00.000 during bolus delivery. Pump error 43 alarm was recorded and found in the formatted history file on: 01/05/2022 10:10:41.000 and 01/05/2022 10:13:48.000.pump error 37 alarm was recorded and found in the formatted history file on: 01/05/2022 00:06:52.000 01/05/2022 03:12:11.000, 01/05/2022 03:12:57.000 01/05/2022 03:13:39.000, 01/05/2022 03:15:35.000, 01/05/2022 03:18:47.000 01/05/2022 09:26:36.000 and 01/05/2022 09:28:58.000 and pump error 130 alarm was recorded and found in the formatted history file on: 01/05/2022 00:05:36.000 01/05/2022 02:50:04.000 and 01/05/2022 02:50:09.000. 01/05/2022 02:59:04.000. 01/05/2022 03:17:05.000 and 01/05/2022 03:53:04.000 01/05/2022 08:43:04.000 01/05/2022 09:02:08.000, 01/05/2022 09:21:05.000, 01/05/2022 09:25:54.000 01/05/2022 10:10:45.000. No pump error 38, 39, 41, 42, 79, 80 and 82 alarm on the pump history noted. Device was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the electronic assembly noted. No corrosion or moisture damge found on the force sensor and vibrator assembly noted. Pump error 43 alarm, pump error 37 alarm and pump error 130 alarm were confirmed, due to corroded motor home switch. Force sensor zero offset within specification (22.2 mv). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. A cracked retainer was confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Pump error 43 alarm, pump error 37 alarm and pump error 130 alarm were confirmed, due to corroded motor home switch. During visual inspection, corrosion was found on the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.